Event description:
It was reported that the device free flows when plugged into oxygen. Patient involvement is unknown.

Manufacturer narrative:
B3: date of event and g5 are unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Manufacturer narrative:
Other text: additional information is provided in h.2., and h.6. One device was returned for analysis. Functional testing did not confirm the customer's complaint. The root cause for this event is unknown. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.